Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator requested a device check while in the hospital for covid-19. The patient had received six shocks approximately two weeks prior. A code 1005 was discovered upon device interrogation in the hospital, which is indicative of an open circuit condition was detected during shock delivery. A previous shock impedance measurement of 140 ohms was noted. Technical services discussed this was likely a lead issue. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.